Event description:
According to the reporter, during a lap sleeve gastrectomy procedure, the device stopped firing through a black reload. The device locked on tissue but managed to get it free and took it out. They changed the battery but proceeded slowly through the rest of the firings. Reinforcement was used on the last two purple firings. Reinforcement was not used on the reload that stopped working. No patient adverse events were reported. Patient has pcos, depression/anxiety, and borderline personality disorder.